Event description:
During the implant procedure, high threshold and impedance were noted on the right ventricular (rv) lead. The rv lead was removed and replaced with no patient consequences.

Manufacturer narrative:
As received, a complete lead was returned in one piece. Electrical testing indicated no anomalies. X-ray examination revealed no conductor fractures. The event of high threshold and impedance was not confirmed.